Event description:
A customer contacted beckman coulter inc. (Bec) reporting that 3 patient samples run on their coulter lh 500 hematology analyzer gave wbc results of 0.0 cl (critical low) and non-numeric rbc / indices results (-----) that were not matching. The customer also reported a small puddle of clenz (2ml) was found contained inside the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. The customer performed a hgb lamp adjustment prior to running the samples. Bec review of the data showed that patient (B)(6) had low wbc and high mcv without instrument flags compared to reference results. Patient (B)(6) had low wbc results without instrument flags and non-numeric (----- or ..) Flags on rbc / indices and plt compared to reference results. Patient (B)(6) had low wbc, hgb results without instrument flags and non-numeric (-----) flags on rbc / indices and lower plt with instrument v flag compared to reference results. Reference results were considered correct. The results were reported outside of the laboratory. The physician was alerted to the erroneous results and patient treatment was not affected.

Manufacturer narrative:
Qc run before the reported event was within range and the instrument is currently performing within qc specifications. A field service engineer (fse) went on-site and found a leak in the pump module but could not locate the source so fse replaced all the pinch valve tubing in the module in order to repair the leak. Fse observed that the wbc aperture was plugged with cellular debris which he was able to flush out. Unplugging the apertures resolved the 0.0 wbc results issue. The rbc aperture was clear and fse found no issue with the rbc/indices results while he was on-site troubleshooting. Per fse, the samples run after repair which were considered correct were from two random patient samples run to show they were getting good results, they were not related to the 3 samples submitted for this event. The cause of the issue is that the tubing in the pump module had leaked and all the tubing in the module was replaced to resolve the leak. Plugged wbc aperture caused the 0.0 wbc results. It is unknown what caused the flagged non-numeric rbc/indices as the fse found no issue with these results.